Event description:
Spvb was implanted in the patient for v-p shunting. The initial setting pressure was 110mmh2o. Since the patient's condition was not improved, the doctor changed the pressure to 150mmh2o in february 2005. In april, the doctor increased the valve pressure once again to 200mmh2o because the slit ventricle was observed. But the condition was still not improved. The patient's csf pressure measured by lumbar puncture was 40mmhso. At last, the spvb was removed and implanted another valve. No patient injury was reported.